Event description:
The customer reported that the system had a physicist discrepancy of high dose rate in normal mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose rate was adjusted during the service call. The system was tested and found to be working as intended and put back into service.